Manufacturer narrative:
Concomitants: (B)(6), 02-010-03-0230 - logic cr femoral cem, left, sz 3, (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01996. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a left total knee arthroplasty, approximately 4 years, 10 months after initial implant the patient had a revision surgery. Revision operative report postoperative diagnosis: failed left total knee. Patella was revised to an optetrak 3 peg patella, 32 mm diameter and a truliant polyethylene liner was placed. Patient experienced pain and swelling; imaging was consistent with possible symptomatic polyethylene wear. The polyethylene was removed and showed oxidation and mild wear. There was no loosening noted with impaction. Patient was then woken from sedation and transferred to recovery in stable condition. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, e, g. The reason for the reported revision cannot be confirmed from the provided image but may be due to joint instability, prosthesis wear, or the inclusion of the polyethylene insert in the packaging recall. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the im-plants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.